Event description:
(B)(4). It was reported that a peri-procedural vasovagal episode occurred. In (B)(6) 2013, clinical status assessment indicated that the patient's qualifying condition was stable angina and was also found to have abnormal stress test or imaging stress test indicating ischemia prior to procedure and cardiac catheterization was recommended. The target lesion was located in the left posterior descending artery (l-pda) with 65% stenosis and was 14 mm long with a reference vessel diameter of 2.25 mm. It was treated with pre-dilatation and placement of a 2.25 x 20 mm study stent. Following post-dilatation, residual stenosis was 0%. During the index procedure, the patient had profound vagal response during the advancement of a 5f impulse diagnostic catheter. This was treated with the administration of atropine, metaraminol, oxygen 3 l/min and IV fluids. The patient was discharged the next day on aspirin and clopidogrel.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).